Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, the device evaluation found a whitish foreign material was inside of the jet tube resembling traces from a solution that dried additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the electrical connector was dirty due to water leakage, the bending angle in the up / left direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a dent, the light guide lens had a chip, and the adhesive on the bending section cover had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had an unspecified complaint. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was inside of the jet tube resembling traces from a solution that dried. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.